Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had pain and dislocation. Revised stem, head, liner. Surgeon used competitor implant for revision stem.

Manufacturer narrative:
An event regarding dislocation involving a adm liner was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant noted that: "based upon the clinical context of pain and dislocation and the limited x-ray information, this case makes the impression of a typical clinical pitfall. This appears to be the use of a valgus type of stem (accolade 132-degree) with insufficient offset for a native hip with rather large offset." "All would represent a procedure-related failure mode without patient- or device-related matters because the surgeon is responsible for optimal component choice and position. More x-ray information is required to solve this case with more certainty." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant concluded that: "based upon the clinical context of pain and dislocation and the limited x-ray information, this case makes the impression of a typical clinical pitfall. This appears to be the use of a valgus type of stem (accolade 132-degree) with insufficient offset for a native hip with rather large offset." "All would represent a procedure-related failure mode without patient- or device-related matters because the surgeon is responsible for optimal component choice and position. More x-ray information is required to solve this case with more certainty." The exact cause of the event could not be confirmed due to a lack of information. Further information such as pre- and post operative x-rays, operative reports, medical records, patient history, follow up notes and device return are needed to complete the investigation for determining root cause. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient had pain and dislocation. Revised stem, head, liner. Surgeon used competitor implant for revision stem.